Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone14.5 cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported wearing the pod on the arm for approximately 1 to 4 hours. On the day of the event, the patient attended an endocrinology appointment. Following breakfast and a pod change, blood glucose reportedly increased from approximately 318 mg/dl to 348 mg/dl without additional food intake. The physician reported that insulin was not being absorbed and administered approximately 10 to 15 units of fast-acting insulin via injection. At the time of the call, the patient reported blood glucose was decreasing but remained elevated at approximately 290 mg/dl.